Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a power on reset (por) occur during interrogation. It was noted that the electrical reset was most likely due to a software mismatch. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.